Event description:
It was reported that the non-bsc right ventricular (rv) lead exhibited a loss of capture. Technical services (ts) was consulted and noted the right ventricular automatic threshold (rvat) test was operating at a greater amplitude than programmed for the pacemaker (pg). Ts discussed pacesafe back-up and suspension outputs on the pg, and they will program bipolar configuration with right ventricular automatic capture (rvac). The patient will follow-up in two weeks with the clinic for more testing and evaluation. No adverse patient effects were reported. This system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).